Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 58-year-old female on impella cp due to non-st elevated myocardial infarction (nstemi). While on support, it was reported suction past p-6 and possible right heart support was needed. Discussed tissue plasminogen activator (tpa) protocol with physician and will start soon due to elevated purge pressure and low purge flow. The patient was successfully weaned and survived the procedure.